Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What structures were being anastomosed? Sigmoid colon. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? C/r surgeon. Experienced user since (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes via colonoscopy. Was a leak test performed? If so, what type and what was the result? Yes. Water and air. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient presented with symptoms post op. What was observed at the site of the leak upon reoperation? A hole/leak. Were there any issues noted with staple formation at any point throughout the care of the patient? No, staples appeared to be formed. If so, please describe the shape and location? What is the current status of the patient? Fine. Was given colostomy.

Event description:
It was reported that during a right colon procedure, the surgeon fired the cdh31p. Day two post-op patient reported with high fever, etc. The patient was taken back into surgery and there was an anterior leak at staple line. Surgeon did not notice hole at firing and noted all staples where formed and intact.